Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Customer stated that after taking filter off a couple of times the wrong way, the peek tubing to the filter housing snapped in half. Fse shipped new peek tubing to the customer that was received the next day. Per customer, already installed the new peek tubing and the analyzer has been running patient samples all with reportable results. The g8 instrument was performing as intended. No further action was required from field service. The g8 instrument sn (B)(4) was installed on 07-sept-2017 at the customer's facility. A complaint history and service history review for similar complaints was performed from on 07-sept-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1: applications, section 1.6 reagent and column preparation and installation provide guidance on column installation and checking for leaks. Under installing tskgel g8 column (page 7), the manual states "press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings." The most probable cause of the reported event was due to operator error.

Event description:
A customer reported the peek tubing above the filter broke in half on the g8 instrument. Customer stated the tubing twisted each time the filter is changed and then kinked, eventually breaking. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Section g5 510k stated k071132. The corrected g8 510k number is k131580.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.